Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Remains implanted.

Event description:
It was reported a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, the patient underwent a manipulation procedure on an unknown date due to unknown reasons. No further information has been provided.